Event description:
The following info was reported via (B)(4): glucose monitor device reading 119. Actual glucometer reading 38. Medtronic continuous monitoring device. Continuous use except on weekends when swimming, since insulin pump cannot be submerged in water, I use lantus insulin. Novolog insulin is used in the paradigm insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.